Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for unknown indications for use. It was reported that the patient's next refill date was scheduled for (B)(6) 2024. The patient went to the emergency room over the weekend and they had their pump filled. They expected 12 ml in the reservoir but aspirated less than 1 ml. No alerts or alarms were noted. Technical services reviewed overinfusion considerations and recommended monitoring the pump. Suggested a reservoir volume check in a few weeks to confirm accuracy.

Event description:
Additional information received reported that the ER (emergency room) visit was related to therapy or a device issue with the pump. The patient had increased spasticity and the pump had less than 1cc of volume. The cause for the volume discrepancy was unknown. The managing physician would monitor future refills to see if there wee any discrepancies going forward or a one time incident. The actions and interventions taken to resolve the issue was the pump was refilled.

Manufacturer narrative:
H6: patient code c76143 no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.